Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received seven inappropriate treatments.   The device was started up at 10:10:01 pm on (B)(6) 2022. At 16:15:09 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. At 16:16:11, the patient received the first inappropriate treatment. The rhythm at the time of the treatment was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. The post shock rhythm was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel and motion artifact. At 16:55:53, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. The post shock rhythm was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel and pvcs. At 18:12:47, the patient received the third inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 110 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:18:58, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 110 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:52:17, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:53:30, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:54:23, the patient received the seventh inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The device was shut down on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per additional information, the patient received 55 additional inappropriate treatments. Oversensing of low cardiac signal contributed to the false detection. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received seven inappropriate treatments.   The device was started up at 10:10:01 pm on 4/7/2022. At 16:15:09 on 4/8/2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. At 16:16:11, the patient received the first inappropriate treatment. The rhythm at the time of the treatment was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. The post shock rhythm was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel and motion artifact. At 16:55:53, the patient received the second inappropriate treatment. The rhythm at the time of treatment was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel. The post shock rhythm was sinus rhythm @ 90 bpm with low amplitude cardiac signal on the ss channel and pvcs. At 18:12:47, the patient received the third inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 110 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:18:58, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 110 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:52:17, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:53:30, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. At 18:54:23, the patient received the seventh inappropriate treatment. The rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and pacs/pvcs. The device was shut down on 4/8/2022. The patient passed away on (B)(6) 2022.